Manufacturer narrative:
The device passed displacement test and self test. Pump error 63 confirmed in pump history due to broken trace at keypad assembly.

Event description:
It was reported that the device has alarmed pump error twice. The customer¿s blood glucose level at the time of the incident is 12 mmo/l. No further details or information available. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.